Manufacturer narrative:
(B)(4); date sent: 3/9/2023. Additional information received: diagnostic imaging : no or yes.

Event description:
It was reported via clinical trial patient (B)(6) : (B)(6) experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 28919, and no non-conformances were identified. Additional information received: patient identifier: (B)(6). Facility name: (B)(6). Sex: female. Age (at time of consent): 53 years. Alert date: 27- jan- 2023. Country of event: us. Model: lxmc14. Device lot number: 28919. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Site awareness date: 26 jan 2023. Severity: mild. Relationship to study device: possible relationship to primary study procedure: possible intervention/treatment: diagnostic intervention: no. Drug therapy: yes. Observation: yes. If other specify: dietitian consult. Outcome: not recovered/not resolved. Other intervention/treatment : no = yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2023. Additional information received: date of dilation: blank: on (B)(6) 2023. Indicate type of dilation? Blank: pneumatic. Dilation performed: no, yes.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. Additional information received: end date : (B)(6) 2023 => blank. Outcome : recovered/resolved => not recovered/not resolved.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2024. Additional information received: end date : blank: 27 nov 2023. Outcome : not recovered/not resolved: recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2025 additional information : updated log line: 1 updated: severity : mild => severe